Manufacturer narrative:
The product was visually inspected and cleaned in the laboratory of the manufacturer. No visible clotting was detected. The gas outlet was deformed. The oxygenator was forwarded to the qa laboratory for performance testing. The product was tested for it's o2-(oxygen and co2- (carbon dioxide) transfer rate to the blood and its pressure drop performing according to lv009 and passed the acceptance criteria's. Based on these results and the info available at this time, the oxygenator in questions operated within maquet cardiopulmonary specifications for the tested criterias. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further action will be completed at this time.

Event description:
According to the customer: before and during the start of va ecls (veno-arterial extra corporal life support) there was a high delta-p (trans-membrane pressure) (35mmhg before and 45mmhg during). Arterial sample shows a pao2 (arterial oxygen partial pressure) of 16kpa (kilopascal). (B)(4). Refers also to complaint (B)(4) for blood leakage gas outlet.

Manufacturer narrative:
The product was not yet received back for MFR's investigation. The investigation is still pending. Add'l info: the product mentioned is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153.